Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that part of the quick coupling device heated up more than normal and made grinding noises when in use. The reporter indicated that it was a bearing issue. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. It was further determined that the device was heating up, making strange noises and the bearings of the gear housing were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due wear from normal use and servicing. If additional information should become available; a supplemental medwatch report will be sent accordingly.